Event description:
At the last 2 pump refills, the expected volume was 2 ml; the actual volume was 38-40 ml. The pt was in "a lot of pain". The pump event logs were obtained; no alarms were noted and the logs were consistent with the refill programming dates. The pt was seen on (B) (4) 2010 for a pump check, rotor study, and a dye study. All three looked to be in good working order, but the physician did remove approximately 20 ml of fluid from the pocket surrounding the pump. The fluid was sent for testing and initial results showed that the fluid had some morphine; they were unsure of the concentration of that morphine mixture and were awaiting results for a more accurate concentration. It was noted that at this point, the pt was receiving the medication without any symptoms. The device system was used to deliver infumorph (6.5 mg/day). Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).